Manufacturer narrative:
H6: the initial reporter did not provide ventec with the device's serial number. As a result, section d4 (model number, catalog number, serial number and UDI number) are all "unknown", and section h4 (device manufacturing date) shall be left blank. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the device and the reported issue, but no response has been received. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was alarming and wasn't reading tidal volumes or minute volumes. There were no reports of patient involvement associated with the reported event.